Event description:
The device was returned for sticky fva pins. It was found the outlet pin had excessive dragging but an external cleaning was sufficient to get the pump to be able to infuse successfully. An internal investigation was performed and no additional damage was identified. The fva pins were cleaned, their lip seals replaced, and the drag was resolved.

Event description:
The following has been reported: biomed reported: "tubing error." Adverse reaction: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve), an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.